Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented post-op with unstable telemetry. Decreased sensing and increased threshold were noted. Chest x-ray revealed lead dislodgement. The lead was repositioned. The patient was stable post-procedure.